Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2020.

Event description:
The customer reported the unit working on battery power only. The service technician confirmed unit not working on ac (alternating current) power, only on battery. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician found ac (alternating current) cord was not connected to battery pack. Service technician pushed power cord into battery pack, unit passed all performance tests and is ready to be returned to service.